Event description:
It was reported that: on (B)(6) 2009, patient sought treatment for headaches, numbness, and severe neck pain. The patient underwent a c3-4 fusion surgery. The patient was implanted with rhbmp-2/acs. Post-op, immediately after surgery, patient noticed an increase in pain and a decrease in flexibility. Patient continued for follow-up visits post surgery with complaint of pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.